Event description:
The manufacturer received information alleging a ventilator inoperable malfunction occurred. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the alleged issue was confirmed. The main pc assembly was replaced returning the device to full functionality.